Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited loss of capture, low pacing impedance (less than 200 ohms). At implant pacing impedance was 700 ohms. The patient reported experiencing discomfort around the area of the implant, and seemed to feel stimulation. Thorough in-clinic patient testing was done to rule out lead integrity issue. In monopolar settings there were no changes to impedance or thresholds while raising arms or pocket manipulation. A technical service (ts) consultant reviewed the available x-ray images, and device data, advising possible insulation defects. A replacement of the lead was recommended. The lead remains implanted. No additional adverse patient effects were reported.